Manufacturer narrative:
The implant has not been returned for evaluation. A review of the device history records did not identify any manufacturing or processing-related irregularities. The implant was found to be properly manufactured and released in accordance with design specifications. Should additional information be provided, a supplemental report will be submitted.

Event description:
It was reported the threaded portion of the screw broke during insertion. It remains in situ as it could not be retrieved from the cage.